Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to infected burn wound above pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to pump infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the device disposition was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated an infection was confirmed. It was noted that the patient had a burn wound above the pump pocket that was infected and the infection spread to the pump pocket. The burn wound was not caused by the device/therapy/procedure. The cause of the thick tan colored fluid was due to the infection. The patient's weight was not available. No further complications were reported/anticipated.

Manufacturer narrative:
Hospitalization was now checked. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen 2000mcg/ml for a total dose of 520.6mcg/day and morphine 4.0mg/ml for a total dose of 1.0413mg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported the patient had their pump refilled and thick tan colored fluid was found in the pump pocket. The patient was sent to the emergency room and was admitted with a suspected infected pump. The event required prolonged or in-patient hospitalization. The clinical diagnosis was other infected pump. Examination on (B)(6) 2017 revealed an infected wound and pump. Intervention included the pump was explanted/not replaced on (B)(6) 2017 and the device disposition was not applicable. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related and the incision site/device tract was pump pocket. The outcome of the event was ongoing. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-21. It was reported that the event resolved without sequelae on (B)(6) 2018.